Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part returned: the reported condition of (B)(6) - device not detected on bus error was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the device was not detected on the bus. The fse reported that the retractor band was rubbed through. The retractor band was replaced, and the other retractor band was retired. The unit was tested, and proper operation was verified via login and logout without any issues. During dchu visual inspection: pn 135438-01: the unit was received with a cut on the ribbon was observed, showing exposed copper strands with burn marks that exhibited thermal damage. During dchu testing: pn 135438-01: no further testing was performed due to a cut on the ribbon with exposed copper strands and burn marks indicating thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint (B)(4) - device not detected on bus error was due to physical and thermal damaged to the assy,harness,retractor band,hinged,pas (pn 135438-01)which exposed the copper strands compromising the drawer's functionality and causing the device to not be detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer not detected on bus, which located on (B)(6). The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that physical and thermal damaged to the assy, harness, retractor band, hinged and pas. There were no adverse events or injuries reported based on this event.